Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient had surgery on (B)(6) 2016 due to hydrocephalus. According to the report on (B)(6) 2016, the patient had abdominal surgery and when suturing the peritoneum the device was found to be broken into three pieces. The report stated that two pieces were retrieved from the patient's body and one piece remains in the patient's body for drainage. Reportedly, there was no injury to the patient and they were doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.